Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the midpoint of the blade. Both of the blade edges were indented and appears to have detached fragments. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument's jaw didn't close completely, and when it moved, it made a sound and felt like it was catching. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that no fragments fell from the device while in use, but it is unknown whether the described damage occurred outside the procedure, and it is also unknown if the patient returned with any post-surgical complications; no actions were required since no fragments entered the patient.